Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor was performing a sacrospinous ligament fixation procedure, in which a suture is placed through that ligament. The doctor reported that once he applied tension to the suture, the suture broke in half. The doctor was able to complete the surgery successfully however, he had to go through 2-3 more additional sutures breaking before getting ones that held up. He described the characteristic/performance of the failed sutures as brittle. A new suture of the same type was used". No patient harm or injury. No part of the broken suture remained in the patient. See associated mdrs #3004365956-2023-00045, 3004365956-2023-00044, 3004365956-2023-00043.